Manufacturer narrative:
The gas delivery system (gds) was received for evaluation. The visual inspection of the returned gas delivery system (gds) assembly revealed no anomalies upon visual inspection. The unit received without data acquisition (daq) board and o2 solenoid valve. These items are supplied by fi (failure investigation). A failure investigation (fi) technician installed the data acquisition (da) pcba and oxygen solenoid valve into the customer returned gds. The gds was then installed to the fi ventilator to duplicate the reported issue of oxygen device failed. ). The fi technician identified oxygen device failure could not be replicated. The returned gds passed all testing. No fault was found.

Manufacturer narrative:
G4: 10apr2021. B4: 18apr2021. The customer reported a ventilator experienced an oxygen supply failure. It was reported that the device experienced random reoccurrences that would cause the delay in therapy. There was no patient or user harm reported. The device malfunction has forced the user to power off the ventilator and then power on again to recover normal operation. The customer evaluated the device with assistance from an international field service engineer (fse), who confirmed the reported problem. The fse serviced the device by replacing the gas delivery system(gds) assembly. Additionally, the battery was replaced due to its age. There was no battery failure. Per the v60/v60 plus ventilator service manual, rev k, periodic maintenance procedures, the battery is to be replaced every 5 years. The device was then tested. After this repair, the unit was confirmed to be operating within the manufacturer's specifications. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
The customer reported a ventilator's oxygen device failed. The device was reported to have occurred during clinical use at the time the issue was discovered. There was no patient or user harm reported.